Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. The device was not returned for evaluation. A correlation between the device and the reported bleeding and stroke could not be conclusively determined. The instructions for use list bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to hospital on (B)(6) 2016 with a fever of 38.3 and had a syncopal episode at home with a headache 2 days prior. On admission, inr was 2.3 and lactate 2.1. In the emergency room, the patient became unresponsive with left sided weakness, tachycardia 130's, map 120. A brain attack was called and the patient was intubated. The lvad was functioning as expected. A right frontal parenchymal subdural hematoma was found on computed tomography scan. Craniotomy done, bolt placed, intracranial pressure monitoring with pressure in 40's. Neurological status declined and the family decided to withdraw support. The lvad was turned off and patient expired 20 minutes later. No autopsy will be performed and no product will return. No additional information has been provided.